Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, for a left eye, that the flap was difficult to lift and that it was not cut through nasally and near the pupil. Upon follow-up, surgeon noted being satisfied with the outcome, and stated understanding the relative longer healing process was because of corneal edema. Additional information has been requested.